Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 6 false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "6 false positive blood culture was given by bd bactec machine #3 at once (all together at the same time)."

Manufacturer narrative:
Investigation summary: a complaint of "false positives" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). The complaint is not confirmed as a failure of bd product because of the lack of information. The root cause is unknown. If additional information is received in the future, this complaint will be re-opened and re-investigated. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Service history review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 6 false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "6 false positive blood culture was given by bd bactec machine #3 at once (all together at the same time)."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.